Manufacturer narrative:
Gbo complaint (B)(4). No samples were received. We have no further inventory of the materials/batch. We forwarded the complaint to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control. The complaint cannot be confirmed.

Event description:
Customer advised that the need disconnected for the holder when the needle was in the patient's arm.